Event description:
Consumer via social media stated that when brushing their teeth, the metal piece that the toothbrush head went onto broke. The toothbrush head wouldn't stay on properly. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.